Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was received in fair physical condition. The event history log was unable to be downloaded. The device was powered up and alarmed with error code 1660, which is an issue with the processor on the circuit board. The circuit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump's circuit board needed to be serviced and the pump had an error code 1660. There was no reported adverse event.